Event description:
(B)(6) is a (B)(6) male with stage d systolic heart failure due to non-ischemic cardiomyopathy s/p heartware lvad implanted on (B)(6) 2019 at (B)(6) hospital in (B)(6) as bridge to transplant, g6pd deficiency, obesity, htn, and gout admitted (B)(6) 2022 from clinic for aki after metolazone dose over the weekend and persistent high watt alarms now s/p hw to hm3 (B)(6) 2022 left thora approach. FDA safety report ID# (B)(4).